Event description:
This case was reported by a consumer and described the occurrence of blood in stools in a female patient who received oral moisturisers (biotene dry mouth oral rinse (2013 formulation)) mouthwash for an unknown drug indication. A physician or other health care professional has not verified this report. On an unknown date, the patient started oral moisturisers (oral). At an unknown time after starting oral moisturisers, the patient experienced accidental ingestion of product and blood in stools. The patient stated that she accidentally swallowed some of the biotene oral rinse, and a few days later she had blood in her stools. She stated that she is scheduled for a colonoscopy, and she does not know if the blood in her stools is related to swallowing some of the biotene or not. This case was assessed as medically serious by gsk. At the time of reporting, the outcome of the events was unknown. (B)(4).